Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. On approximately (B)(6) 2019 the result from the meter was 3.8 inr and the result from the laboratory was 2.8 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no high blood pressure, and no new medications. There was no allegation of an adverse event. The customer's condition was "stable". The customer's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was testing using retention test strips and a retention quality control of a high level. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements was 0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.